Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose was 589 mg/dl during the morning. Customer attempted to bolus, but a no delivery alarm occurred. The customer attempted to rewind and prime the insulin pump, but the alarm persisted. The customer also reported a hospitalization on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl at the time of admission. Customer experienced nausea from their blood glucose. The customer was unable to complete troubleshooting at the time of the call. The insulin pump will not be returned for analysis.